Event description:
The manufacturer received information alleging a ventilator was not delivering the set volume. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The tubing from the porting block to the sensor board was found to be disconnected. The tubing was reconnected to the sensor board to address the issue.